Event description:
Mentor silicone gel implants placed in (B)(6) 2007, began having autoimmune symptoms around 4-5 yrs later. It began with extreme fatigue and has continued to worsen with brain fog, joint pain, and worsening fatigue. I have also experienced burning pain in my breasts and upper back as well as my lower back. The joint pain is the most severe in my shoulders but is also in my hands, hips and feet. I have had lab work done and nothing notable has been shown. I am having my implants removed on (B)(6) 2018.